Manufacturer narrative:
Samples were collected in lithium heparin tubes with gel and centrifuges samples via the automation line for 6 minutes. Qc performed prior to the event was within specifications. A) qc performed following the event was out of specifications for the accu tni qc level one and within specifications for accu tni qc level three. Customer obtained two failing accu tni calibrations in 2007. Customer performed weekly maintenance on the next day, and qc was within specifications. A field service engineer (fse) was dispatched to the customer lab on the same day. The fse stated that the customer had replaced the aspirate probes, run precision testing, and a system check and all testing had good results. The fse observed that the customer was also obtaining vacuum errors and noted that aspirate probe tubing was pulled too tight. The fse reviewed proper tube routing with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc regarding erroneously high troponin (accu tni) results that were generated by the unicel dxl 800 access instrument, for two (2) patients. The initial accu tni results were: 1.60 ng/ml and 1.79 ng/ml for patients a and b respectively. The results were reported outside of the laboratory. The customer re-tested the original sample for pt a for accu tni. The repeated accutni result was 1.68 ng/ml. The customer re-tested the original samples for accu tni on a different instrument. The repeated accu tni results were: 0.02 ng/ml and 0.01 ng/ml for patients a and b respectively (the initial reports were amended). There was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.